Event description:
It was reported that the there was low defibrillation impedance, over current detection, and inadequate high voltage output were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.